Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to insulin flow blocked, with change sensor and sensor updating alert with no sensor signal. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia was treated with insulin pen. Troubleshooting was partially performed for loss of communication and confirmed that the customer reported a loss of communication between the transmitter and the pump, transmitter serial number was programmed in pump but the customer was unable to reestablish the communication. Troubleshooting was performed for the change sensor and sensor updating alert has been confirmed. Troubleshooting was performed for insulin flow block and the event was resolved, customer has been using the insulin pump system within 48 hours at the time of high blood glucose event. No further patient complications were reported. No product return required for mmt-7841zw.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.